Event description:
IV pump utilized for pt for 2 peripheral IV infusions. Infusion #2, ppn at 41 cc/hr. Infusion #1 heparin 25,000 units in 250 cc dsw piggy backed into .9 nss 250 cc at kvo rates. Heparin infusion rate set via pump at 10 cc/hr. The pump was instituted at 5 pm as heparin got initiated. Four hr later at 9 pm rn into recheck pt and noted that over 100 cc of heparin soln had infused. The pump was stopped immediately. Stat pt/ptt requested. On call intern notified at 9:15 pm. Stat ptt was 98 after heparin infusion stopped. At 12 mn pt with first bloody stool (hemetest positive). Stool speciman sent to lab. Pt's vs were stable. Earlier cath site at rt groin is bleeding. Tele was a-fib, 100% paced rate in 60's. Intern on call made aware of bloody stool. Heparin drip discontinued. (Had been stopped since 9 pm) pt with second bloody stool at 1 am. Color-pale/grey and pt very lethargic. Slept with distress rest of night. 6 am voided clear yellow urine without evidence of blood visible to the eye.